Manufacturer narrative:
(B)(4). The investigation is ongoing.

Event description:
During implant of a 23mm sapien 3 valve in the aortic position via trans-apical approach, the patient¿s blood pressure (bp) dropped to the 90s during the thoracotomy. The patient became more hypotensive with bp in the 70s during 6fr sheath insertion and bp in the 50s during 18fr esheath insertion. During valve deployment, the delivery system balloon ruptured. The patient¿s bp did not recover well after valve deployment. Cardiopulmonary resuscitation (CPR) and cardiopulmonary bypass (cpb) was initiated and the patient¿s bp stabilized in the 80-90s. Transesophageal echocardiogram (tee) showed global hypokinesis but no pericardial effusion. Aortogram showed wide open aortic insufficiency (ai) due to no cardiac output and global hypokinesis. Aortogram did not show obvious extravasation of contrast, but some abnormal ¿swirling¿ noted in the left atrium (la), and the right coronary artery (rca) was not filling. It was not clear if this was due to aortic rupture or wide open ai. A second aortogram was performed while the patient was on cpb and no ai was noted, no extravasation of contrast was seen, and no filling of the rca was seen. The patient was unable to maintain bp and was not a candidate for open surgery. Care was withdrawn and the patient expired. The patient¿s native annulus measurements were 326-362mm2.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Event description:
The valve was approximately 80 percent deployed when the balloon burst. The patient¿s native annulus was mildly calcified, the native leaflets were moderate to severely calcified, the lvot was mildly calcified, and the sinotubular junction (stj) was mildly calcified. The patient had a vasculopathy and was not a candidate for transfemoral, axillary, trans-caval or trans-aortic approach. The physician did not think the rca was the culprit of hemodynamic decompensation as the height was well above the annulus at 15.9mm.

Manufacturer narrative:
Unchecked the box for ¿death¿. Thv/tvt registry. In this case, the patient¿s blood pressure dropped when performing the thoracotomy at the beginning of the transapical procedure. The patient became more hypotensive after sheath insertion (bp around 50¿s) and the blood pressure did not recover after rapid ventricular pacing for valve deployment. No aortic rupture was identified on the images and the rca was not believed to be the culprit of the hemodynamic decompensation. This patient had a complex medical history (vasculopathy) that appears to have contributed to the patient¿s inability to tolerate the transapical procedure. The additional information received does not allege or indicate that the balloon burst and death were related. This report remains for the balloon burst. Per the instructions for use (IFU), mechanical failure of delivery system, and/or accessories is a potential risk of the tavr procedure. The device was not returned for evaluation. Transcatheter delivery balloon burst complaints have been previously investigated by edwards lifesciences and documented in a technical summary. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, the patient¿s moderate to severely calcified native leaflets, mildly calcified native annulus, mildly calcified lvot, and mildly calcified stj were likely contributing factors for the balloon burst. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.